Event description:
Healthcare professional reported injection a patient with juvederm voluma with lidocaine in the nasolabial folds. About four months later, the patient developed necrosis around the injection site. Patient was treated the same day symptoms occurred with hyaluronidase and antibiotics. Physician felt the "side effect is related to vasoocclusion." Symptoms have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "necrosis and vasoocclusion" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device history record shows that the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.